Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixing the mesh during a laparoscopic procedure on (B)(6) 2017, the device was releasing most of the clips. It did not fix the screen correctly during the procedure. Replacement of other material to resolve the issue in order to complete the case. There was no patient injury.